Event description:
On (B)(6) 2022, a perceval plus sutureiess aortic heart valve pvf-m was implanted. After the implant, the surgeon noticed a very high central regurgitation. After inspecting the valve, the surgeon noticed that one of the leaflets was positioned slightly lower than the other 2 leaflets. There was no problem with sizing or the ratio, thus another perceval plus pvf-m was implanted and it worked out perfectly. The annulus. Was reportedly not modified between the two implants.

Manufacturer narrative:
The manufacturing and material records for the percival plus heart valve, model pvf-m, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #pvf-m) percival plus heart valve at the time of manufacture and release. The review included the steady flow test review that demonstrated the acceptable opened and closed leaflet performance of the percival pvf-m, s/n # (B)(6). No anomalies are observed during the open/close cycle. The valve therefore meets the acceptance criteria of the steady flow test inspection as defined in the principal device function test at the time of release.

Manufacturer narrative:
Updated sections b4, d9, g3, g6, h2, h6. Since no further information was provided despite multiple follow ups and the device was not returned to the manufacturer, no further investigation can be performed. As such, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted.